Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized twice due to diabetic related conditions; however, the second hospitalization date or specific blood glucose levels were provided. Multiple attempts were made to follow up with the customer to complete troubleshooting; however, no additional information was provided.

Manufacturer narrative:
The second hospitalization date or specific blood glucose levels were not provided.